Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Complainant's event typically caused by prying and leveraging the implant, angulating the driver or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
During acl soft tissue procedure, implant would not seat as threads were stripped. This was removed. Second attempt to insert another of the same type of screw but it broke on insertion at the tip. Tip remains in patient. A second insertion point was drilled adjacent and replaced with a competitor implant and case was completed.